Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red. There was no alleged device malfunction contributing to the irritation. The patient was using benadryl and cortisone initially but then was prescribed an antibiotic by a medical professional. Patient was seen by a physician and was diagnosed with shingles. Follow up indicated the irritation improved .